Event description:
A 9-month-old boy was put to sleep in a pack and play beside his parent's bed and had an ltv 1150 ventilator attached to his trach tube. Upon waking up, the parents observed the ventilator to still be on and pumping air as if he was breathing, but he was not breathing and cold to the touch. The 9-month-old boy was declared deceased at the scene. The parents had concerns with this ventilator as the alarm never sounded. The (B)(6) sheriff's office (B)(6) is investigating this death, (b)(4, and the medical equipment, to include the ventilator, were collected by law enforcement. FDA safety report ID # (B)(4).